Event description:
Was hospitalized due to the use of tainted heparin. I was deathly ill for a week while I was at home on a pic line and was then hospitalized for 3 days. Dates of use: 9 days, in 2007. Diagnosis or reason for use: using at home antibiotics through a pic line. Dose or amount: 4-6 times a day. Route: IV.